Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2500 ohms, high pacing threshold measurements, and loss of capture. It was noted the patient was not pacemaker dependent. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.